Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that there is no video output signal and the monitor is blank. It was further reported that during the preparation for surgery, the tech found that after a few minutes, there was no picture on the monitor and that the monitor is blank.